Event description:
On 09/19/2022, it was reported by a sales representative via (B)(4) that a ar-9597-10 reamer sleeve, and a ar-9676 reamer became bound. This occurred during an unknown case when the devices became bound together, and would not spin. There was no patient effect reported.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is confirmed. One unpackaged ar-9676 angle reamer drive shaft was received for investigation. The visual evaluation found that the reamer is stuck within the ar-9597-10 -angle reamer sleeve. Refer to investigation photos #1-2. The most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging the device during use.